Event description:
Reporter indicated high impedance was first noted during vns generator replacement surgery. A new lead was implanted. The explanted lead has been discarded. Further attempts for information are in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.